Event description:
It was reported to philips that the device fails co2 calibration. There was no patient involvement. The customer worked with the technical support representative. The customer confirms co2 calibration issue. The customer will order the co2 module. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.